Event description:
It was reported that during the implant procedure the right ventricular (rv) lead the screw did not extend or retract with the fixation tool. The lv lead was not implanted, was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. Analyst commented, helix over-retracted and stuck on guidetooth. (B)(4).